Event description:
Per a copy of the customer's (B)(4) report: "ivpb of zosyn on secondary tubing and it had backflowed into the primary ns line." No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). The device has been received. A follow up report will be submitted with failure investigation results upon investigation completion.